Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had an image problem was not taking pictures. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a severe dent was observed on the insertion section. It is likely that this was caused by the cable in the insertion section being pressurized, leading to disconnection. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for bf type 190 series ¿important information ¿ please read before use¿ olympus will continue to monitor field performance for this device.